Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. A 10.0 x 80, 40cm mustang¿ balloon catheter was selected for dilatation. However, during preparation, the balloon ruptured upon inflation at 8 atmospheres. The device was not used. No patient complications were reported and patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a mustang balloon catheter. A balloon with a longitudinal with a medium circumferential tear was present. The longitudinal tear was located was located at 3 mm distal to the distal markerband and it extended proximally along the balloon for 37 mm in length. The circumferential tear was located at 33 mm proximal to the distal markerband. There were no issues with the markerbands. An examination of the returned device identified no kinks along the shaft. The tip of the device was examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 10.0 x 80, 40cm mustang¿ balloon catheter was selected for dilatation. However during preparation, the balloon ruptured upon inflation at 8 atmospheres. The device was not used. No patient complications were reported and patient status was stable.